Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had issues with the sensors. The insulin pump suspended when his blood glucose level was not low. Customer's sensor glucose reading was below 70 mg/dl but their blood glucose level was 140 mg/dl. The sensor and blood glucose level reading difference was not within an acceptable range. The customer noticed bent sensor cannulas. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in, and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform test as the sensor is beyond its expiration date. Unable to confirm adhesive anomaly to opened and used sensors.